Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of returned femoral confirms medial condyle fracture. The articular surface shows damages related to vivo. The femoral was submitted for fracture analysis. The analysis determined that the fracture might be caused by a complex fatigue fracture. The fracture surface was complex with multiple initiation sites and fracture planes. The bone cement on the fractured medial condyle shows significantly less bone interdigitating compared to the posterior condyle. Material analysis of the femoral found that it is conforming to the specification. Medical records were provided and reviewed by a health care professional. Review of the available records identified no intra-operative complications noted during both primary and initial surgery. Patient was revised for loosening of tibia and pain. During the surgery, the surgeon noted femur was fractured on the medial side and wear on the articular surface due to fractured fragment. Tibia is noted to be loose and removed easily. No infection was noted. This information confirms the reported event. CT scan noted radiolucency along with tibial plate and suprapatellar effusion. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Per package insert nexgen complete knee solution/cruciate-retaining(cr), posterior stabilized(ps), cruciate-retaining augmentable (cra), legacy knee posterior stabilized (lps), and constrained condylar knee (lcck): fracture, swelling, pain, wear, loosening is a known adverse effect of this procedure. During the investigation, it was noted that the bone cement on the fractured medial condyle had less bone interdigitation when compared to the lateral condyle. Insufficient bone interdigitation could result in an unsupported femoral implant which could potentially contribute to a fatigue fracture of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598005701 60052296 stemmed tibial component, 00597001601 60149765 femoral component. Report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial left total knee arthroplasty. Subsequently, the patient underwent a revision approximately 15 years post implantation due to pain and aseptic loosening. During the revision, the femoral implant was noted to be fractured with subsequent wear on the articular surface. All initial components were removed, and the surgery was completed with competitor product. Attempts have been made and additional information on the reported event is unavailable.